Event description:
Cosmetic breast implant surgery, 1995. Living with chronic pain and illness for last 10 years. The implants have been recalled within medical community. The implant is a textured saline filled mammary implant made by mcghan medical corp which is now allergan natrelle. FDA safety report ID # (B)(4).